Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in ventricular tachycardia (vt) which caused the device to attempt anti-tachycardia pacing (atp). The atp was unsuccessful and the patient's rhythm was accelerated leading to two shocks. It was noted that the second shock was thought to be inappropriate. The device is still in use. No further patient complications have been reported as a result of this event.